Event description:
At about 11 years 3 months after the primary, the hip was revised due to loosening of both components, stem and cup.

Manufacturer narrative:
Batch review performed on 28 february 2023. Lot 113181: (B)(4) items manufactured and released on 07-oct-2011. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Addtional information: the cup involved in the complaint is not registered in USA.